Event description:
It was reported that during a ppt evaluation of the restore dca device, a dissection proximal to the target lesion occurred. The target lesion was within a previously deployed stent. At no time was the guiding catheter deep seated in the vessel. Upon insertion of the device into the lesion, a proximal dissection occurred. The device was positioned across the in-stent restenosis and cutting was performed within the stent. The dissection was successfully treated with stenting. The distal anastomosis site deteriorated. The patient experienced chest pain and ECG changes. The procedure was terminated. The patient was transferred to ICU where reportedly he suffered a myocardial infarction. This patient experienced a myocardial infarction post procedure, however is reported in stable condition and was released from the hospital. There was no reported device failure.